Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited complete loss of capture in the left ventricle. The patient experienced acute exacerbation of congestive heart failure and was hospitalized. The physician made some adjustments previously and the effectiveness of those changes had diminished. Additional information later received indicated that the left ventricular (lv) lead was surgically capped. No further complications have been reported.